Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination valve, creases fold and wear abrasion leak test and microscopic analysis was performed which identified: delamination total of the valve and striated opening on anterior. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure), a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a, g.1, h.6.

Event description:
Healthcare professional later reported "valve delaminated from shell."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.